Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent was not returned for analysis. The crimped stent od (outer diameter) measured during manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings evident on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 60.4 distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. The 70% stenosed target lesion was located in the mildly calcified and mildly tortuous diagonal branch artery. A 16 x 2.25 promus premier select was advanced to the target lesion, but kinking of the catheter was felt. As the device was advanced, the proximal part of the catheter shaft broke. The break was more than 15 cm from the hub. The complete device was removed as the catheter was not fully separated. The procedure was completed with another of the same device. There were no patient complications and the event was considered resolved.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. The 70% stenosed target lesion was located in the mildly calcified and mildly tortuous diagonal branch artery. A 16 x 2.25 promus premier select was advanced to the target lesion, but kinking of the catheter was felt. As the device was advanced, the proximal part of the catheter shaft broke. The break was more than 15 cm from the hub. The complete device was removed as the catheter was not fully separated. The procedure was completed with another of the same device. There were no patient complications and the event was considered resolved.